Event description:
Dr injected radiesse under my eyes for dark circles, and I had severe bruising and swelling that is not going away. Upon further investigation, I found that there are many doctors who injected this implant filler under they eyes, and it has not been approved for use in the eye orbit area. Route: intra. Diagnosis: cure for under eye circles.